Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported image issue was confirmed and found to be due to corrosion of the video connector socket. The device evaluation also found there was noise on the image due to the terminal corrosion, and the battery on the printed circuit board had run out. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when cleaning the subject device after an unspecified diagnostic procedure was successfully completed, there was no image on the display. There was no patient involvement when the issue was identified.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to corrosion on the video connector socket. The specific root cause of the corrosion on the video connector socket could not be determined at this time. Olympus will continue to monitor field performance for this device.